Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Event description:
It was reported that during a low rectal resection procedure, the surgeon was using the device to anastomose the tissue when after firing the device, it was only cut but not sewed on the proximal and distal of the rectum. The surgeon did a purse string to finish the procedure. The patient lost 200ml of blood and had a transfusion of 300ml. The surgery was extended two hours. The patient was fine and in the ICU. Additional information has been requested.